Manufacturer narrative:
Per the instructions for use, valve malposition requiring intervention and central valve regurgitation is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. Central regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause for the aortic placement of the valve could not be determined without the procedural information from the original tavr. The cause for the worsening central regurgitation could not be confirmed but may be related to progression of the patient¿s underlying disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Additional information was received from our affiliates in the united arab emirates. Three years post procedure, the patient had recurrent decompensation and the valve was found to be implanted too aortic in a 90:10 aortic/ventricular (a/v) position, not fully expanded and had severe transvalvular leak. A 23mm sapien 3 valve was implanted within the first valve in a 50:50 a/v position and only a tiny amount of paravalvular leak was observed. The patient was discharged home.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Approximately 3 years post implant of a 23mm sapien valve, the patient received a 23mm sapien xt valve.